Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse replaced the helium regulator and o ring. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0103-00-0637 with a reported unit failure of an intermittent low helium indicator. The fat performed a visual inspection and found the part to have damage on the helium tank nozzle. This would cause a helium leak. Fat confirmed the reported failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) display intermittently shows a "low helium" indicator. There was no patient involved.